Manufacturer narrative:
The customer was sent a replacement pump. In follow up with a medela clinician on (B)(6) 2016, the customer reported that the her engorgement turned to clogged ducts and then progressively got worse. After a round of antibiotics, her issue is resolved. The pump in style advanced was received on (B)(6) 2016. The attached product evaluation revealed that the pump passed all functional test and operated within specification. The technician noted in the evaluation that the membrane, valve and tubing had residue on them. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that while she was pumping her pump in style advanced vacuum decreased and she is engorged.